Event description:
Patient complained of screw irritation from a tibial rodding. The 5.0mm locking screw was removed and was not replaced. Explanted screw was discarded.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.